Event description:
Three days after an exploratory laparotomy was performed the sutures broke at the mid-line closure. The pt was returned to the operating room for an operative procedure to re-close the suture line.